Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One guideright guidewire was received for evaluation. The guidewire had been bent in multiple locations. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the bends remains unknown.

Event description:
During a coronary arteriography procedure, the guidewire fractured during insertion into the puncture needle. The guidewire and needle were replaced to complete the procedure with no consequences to the patient.